Event description:
Pt had a right hemicolectomy with anastomosis in 2004. Presented to the ER on 10/2004 with vomiting and hypotension. Pt was admitted and their pneumonia and renal status were stabilized. Upon a return to surgery 6 days later, pt was noted to have a disruption of the posterior bowel wall with herniation. Both ends of suture was lying free in the wound. After a post-op course pt was discharged home 10 days later.